Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The fsr reseated the level sensor cable and wiped sensor tip, which still failed. He then replaced the suspect level sensor and verified the issue was resolved. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the level sensor passed thin wall air alert test, but failed thick wall test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) found the level sensor did not alarm with lack of fluid using a thick wall water reservoir. Visual inspection of the sensor head showed wear on the sensor's surface. The pst inspected the flow sensor¿s cable and connector with nothing abnormal found. The pst connected the level sensor to a level detect module and the level sensor¿s head to a water reservoir and tested the sensor with thin wall water reservoir and it was able to detect fluid and the lack of fluid as designed; lack of fluid would cause an alarm and during the presence of fluid, no alarm occurred. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.